Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the charger battery board was contaminated, which caused the reported charger problem. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger.

Event description:
(B)(6) male pt called zoll customer support to report that his battery charger was beeping that there was a battery charger problem. The pt was issued a replacement battery charger/modem.